Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer's mother reported that the site fell off. The customer's mother stated that they believed that the high blood glucose was caused by the site falling off. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.